Event description:
Boston scientific received information that the patient implanted with this product reported experiencing dizziness and syncopal episodes. The patient informed boston scientific that his physician was contacted regarding the dizziness and the patient was advised to contact his physician again. A local area sales representative reported there were no changes made to the patient's device system at this time.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.